Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture (loc) at 4.0 volts during an rv automatic threshold test (rvat). There was also noise identified 3 days later on a different rvat test. Boston scientific technical services (ts) reviewed device data remotely and also determined there were changes in pacing impedance measurements. The pacing impedance measurements at implant were approximately 550 ohms. In the last 7 months, the impedance has been 1,500 ohms to 1,900 ohms. Recently, there was a decrease of 1,000 ohms. Ts recommended performing pocket maneuvers to further troubleshoot the issue. They also recommended obtaining x-rays in ap and lateral views. No adverse patient effects were reported.